Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to a regional repair center (rrc) in (B)(4) (returned to rrc on 2021-09-15). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective generator board and a defective motherboard. Thus, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during an unspecified resection procedure at an unknown date, error code "e433 - internal hardware error" was displayed and the high-frequency output of the esg-400 electrosurgical generator could not be activated. However, the intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.